Event description:
It was reported that the pt experienced a loss of therapeutic effect, with no stimulation sensation, following an unrelated medical procedure two yrs ago. It was also stated that the transmitter had not worked in four yrs. However, the antenna light on the transmitter turned green, which indicated that is was operational. Thus, there was an issue suspected with the receiver or lead. The pt was to meet with the MFR rep in a few weeks to troubleshoot the issue. It was later reported that the pt had no other symptoms related to the event. The pt's implantable neurostimulator system was implanted in 1982 and was non-functioning at this time. There were no further interventions planned as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).